Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2015, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol marlex, (B)(4), lot number huza1141 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2016, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex.

Event description:
It is alleged by the patients attorney that on (B)(6) 2015, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol marlex, reference number 0112680, lot number huza1141 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2016, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿a large incarcerated ventral hernia which was proximal towards the right of the midline and above into the right of the umbilicus. A second larger incarcerated hernia located just to the left of the midline of the mid epigastrium. The two hernial sac were dissected. A bard flat mesh was applied over the entire repair and sutured.¿ . (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair. Per operative notes, ¿bard flat mesh was identified within the abdominal cavity from previous repair. This mesh had significant adhesions which were lysed to free it completely. A synthetic mesh was fixated across the lower abdominal wall and tacked.¿. Attorney alleges that the patient had adhesions and mesh migration.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year post implant of bard flat mesh, patient was diagnosed with adhesions and hernia recurrence. The instructions-for-use supplied with the device list adhesion as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.